Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the allegation in the absence of information regarding the malfunction or the sequence of events leading to the harm. The likely cause was determined to have been anchor deformation due to excess tamping or calcium/plaque interference. The device history record (DHR) was unable to be reviewed since the lot number was not available. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: unknown if the device was implanted. D6b: explanted date: unknown if the device was explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor performed an intervention on the vessel with the involved angio-seal device. Procedure was a heart catheterization. The event occurred post-treatment. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 03 aug 2023: the physician gained access in the right femoral artery to intervene on the left leg. After the case the doctor used a 6 fr angio-seal to close the arteriotomy. No issues at the time of closure. The physician brought the patient back on (B)(6) and gained access on the left femoral artery to intervene on the right leg. This is when he noted that the access area on the right leg had become occluded. The doctor used a medtronic's atherectomy device to debulk the area with complete success.